Event description:
It was reported that the pt's device had no response upon interrogation by the physician. The physician felt as if it was too early for the battery to be depleted. The pt did not have any other surgical procedures that would have damaged the device since it had been implanted. Additional info was requested.

Manufacturer narrative:
(B)(4).